Manufacturer narrative:
The customer's report was verified and attributed to fractured solder on a transformer located on the processor/bridge/pace board. The processor/bridge/pace board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that the device failed self-test for defib function. Complainant did not indicate that there was any patient involvement in the reported malfunction.